Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 6. On 2026 (b)(6), non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.